Event description:
A customer contacted beckman coulter inc., (bec) and indicated that there was a clear leak on the right side of the blood sampling valve (bsv) on the coulter lh 780 hematology analyzer. Approximately 2 - 5 ml in volume had leaked out of the instrument onto the counter. The exact source of the leak could not be identified. The customer, while troubleshooting with the cts (customer technical specialist), did not see any loose tubing or any cause for the leak. Gloves and lab coat were being worn. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. The msds was not reviewed. There is an exposure control plan at the facility. Patient results were affected; however, the customer reran the patient sample on a second instrument. Review of the printouts indicated that codes (non-numeric) and/or instrument-generated r flags were obtained for the complete blood count cbc parameters (some with zero values), with the exception of hemoglobin (hgb) and mean corpuscular volume (mcv). No erroneous results were indicated for the differential results compared to the rerun on the second instrument. Patient results are provided in attachment. No erroneous results were reported out of the lab. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on 10/28/2012. The fse inspected the instrument and found disconnected tubing to center pad of blood sampling valve (bsv). The fse replaced the segment of tubing to port 204 (clean sample valve). The fse run startup and instrument passed all checks. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of this event was disconnected tubing to center pad of bsv. (B)(4).